Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the pump was exercised for 24 hours with a 1.0u/hr basal program. No alarms or changes to the basal program occurred during the 24 hour period. The pump was able to be manually locked and manually unlocked with no issues. No hypersensitive keys were observed on the keypad. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had suspended insulin delivery as a result of basal rates not being saved. The reporter stated that the patient locks the pump each night, but in this case the pump was unlocked when they found it alarming in the morning. The reporter stated that the pump stopped delivering insulin at 4:00am and resumed at 6:30am. It was noted that the patient's blood glucose level was over 250 mg/dl but under 500 mg/dl and that they did not have any symptoms associated with hyperglycemia. The reported blood glucose excursion does not meet criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.